Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) shutdown on its own. The epg passed all functional testing. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shutdown while in use with a patient. The epg was returned for service. No patient complications have been reported as a result of this event.